Manufacturer narrative:
Received additional information stating that the implant coil was left inside the patient.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. It was reported that the implant coil prematurely detached during the procedure.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The coil was returned and evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The pushwire was returned for analysis without the implant coil attached. The evaluation could not determine the cause of the event.(B)(4).